Event description:
Pt just go the device and are going in to hcp office to "get it turned on tomorrow and programmed". They wanted to know "if I charge my implant wouldn't the controller need to be charged after"? Rep reviewed that pt should be able to charge implant 2.5-3 times before needing to charge controller. They wanted me to do an MRI and I said I can't have them and I started screaming so they sedated me and put me in the MRI for an hour and 55 minutes and when I woke up it was warm and the MRI had burned up all of the circuits and I image must have damaged the stimulator" and said this happened (B)(6) of 2021. I asked if it was confirmed that the MRI damaged the my devices and pt said "that's what they think" and says his leads were taken out and replaced with new leads. Pt says rep told the pt that "the impedance was so high on all of them so he thinks they weren't viable". Pss asked when pt made rep aware of this and said it was "mid spring of 2021". Pt then had the current ins and new leads put in.

Manufacturer narrative:
Continuation of d10: product ID: 3888-28, serial# (B)(6), product type: lead; product ID: 3487a, serial# (B)(6), product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins) for radicular pain syndrome(radiculopathies) and other pain indications - other. It was reported that pt indicated that he had a stroke in (B)(6) 2021 and a MRI (his system is not MRI safe). Following the MRI, his battery was unresponsive for 2-3 weeks, but ultimately started producing stimulation again but at diminished power. The rep indicated they will be meeting with the patient in a few days to interrogate the battery. They will be meeting with the patient on (B)(6) 2021. No symptoms were reported. Rep met with patient and found two contacts (one of each lead) with oor impedance values >10,000. The pt had programming that involved those contacts. Rep reprogrammed his device to avoid the problematic contacts and the pt was satisfied with his coverage. Programming continued with no known issues. The issue appears resolved for now.